Event description:
It was reported that review of a heart logic alert had two stored episodes showing isolated undersensed right ventricular beats with a ventricular pace delivered during conducted atrial arrythmias. It was also noted that the daily trends exhibited in-range measurements and all rv amplitudes are normal. Technical services were consulted and have informed the physician of this observation. This device remains implanted and in service. No adverse patient effects were reported.